Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Additional follow-up will be done obtain event information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the astron splint.

Manufacturer narrative:
The product sample was not returned. No investigations could be conducted.